Manufacturer narrative:
Additional information: g3 correction: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic pulmonary resection, during stapling of the azygos vein, the two reloads were able to staple the vein but the knife did not cut. When the surgeon wanted to remove the stapler on the second try, it damaged the vein and there was a massive blood loss. The surgeon immediately converted the procedure from thoracoscopic to thoracotomy to stop the bleeding and save the patient. Incision was extended for more than one inch.

Event description:
According to the reporter, during a laparoscopic pulmonary resection, during stapling of the azygos vein, the two reloads was able to staple the vein but the knife did not cut. When the surgeon wanted to remove the stapler on the second try, it damaged the vein and there was a massive blood loss. The surgeon immediately converted the procedure from thoracoscopic to thoracotomy to stop the bleeding and save the patient. Incision was extended for more than one inch.

Manufacturer narrative:
D10 concomitant product: sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#: n3j2308y); sig30ctavm, tri 2.0 sig30ctavm 30 CT vsclr med 12mm (lot#: n3m1621y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.